Event description:
It was reported that intermittent battery connection activity with multiple batteries event occurred and the case is cracked. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top of case cracked and chipped by the left and right front bottom corners. Bottom case is cracked by the left bracket and tabs are broken on the bottom case. No visible contamination. Customer?s reported issue was duplicated during power-up process. The root cause of the reported issue was due to interconnect board not charging battery and battery not communicating with interconnect board. Actions taken to mitigate the reported issue: replaced interconnect board and battery. Performed power up process and all the functional test passed.